Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set tubing detachment from the hub on 02-jul-2024. The event occured during infusion set insertion, which was resolved by replacing infusion set and resuming insulin. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-20433. Correction: this MDR is being submitted to correct the submitted common device name under d2a, model number, serial number, and primary UDI number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6004393 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code tubing detached from hub. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 6 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 4 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004393 was manufactured according to the document version (B)(4) on the packing process in the line 3, on 04/dec/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.